Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a moderately tortuous, 90% stenosed lesion in the left common carotid artery. An emboshield nav6 embolic protection system (eps) was inserted through the filter guide and this guide tip became cracked but not separated. The device was attempted to be used knowing the guide was cracked, however it did not advance. A new nav6 was used to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. Returned device analysis found that the distal core was separated 1mm distal to the step but held by the barewire coils. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported tip break was confirmed. The distal core was separated 1mm distal to the step but held by the barewire coils. The reported difficulty advancing could not be confirmed as it was related to procedural circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. It was reported that the device was attempted to be used knowing the guide was cracked. The emboshield instruction for use states: ¿carefully inspect system components prior to use to verify that they have not been damaged and that the size, shape and condition are suitable for the procedure for which they are to be used.¿ in this case, attempting to use the device after noticing the damage did not cause the reported difficulty. Based on the reported information and evaluation of the returned unit, it is likely that the tip of the barewire became stretched and the core separated due to inadvertent mishandling during the attempt to advance the filter tip over the barewire. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.